Manufacturer narrative:
Monitor sn (B)(4) and belt sn (B)(4) were in use at the time of the original service code 204 report and damaged cable. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 204) was investigated. As received, the monitor failed to execute a baseline ECG recording. Upon evaluation, there was no output at the u612 processor and the c655 capacitor was thermally damaged. Investigation into similar events found that damage to the electrode belt can induce failure at the u612 processor. See evaluation of the belt below. Device evaluation of belt sn (B)(4) has been completed. The reported problem (code 204 / damaged cable) was confirmed. As received, the trunk cable was pulled from the distribution node (dn), damaging the j702 connector on the dn pca board. The cause of the code 204 is the damaged cable and connector. The root cause of the damaged cable and connector is excessive force placed on the cable. Belt sn 89011695 was used as an original replacement for belt sn (B)(4). Device evaluation of belt sn (B)(4) has been completed. The reported problem (code 204) was confirmed. Upon evaluation, the blue (can l) wire was open inside the trunk cable. The cause of the code 204 is the open wire. The root cause of the open wire is excessive force placed on the cable. The patient received a replacement electrode belt and monitor. No adverse event resulted from the defective monitor or electrode belts.

Event description:
A us distributor contacted zoll to report that a patient's device was producing service code 204 and that the electrode belt had a damaged cable. During replacement, the device again produced service code 204.